Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing shocking sensations and breathing difficulties. The patient further reported that their implantable pulse generator (ipg) sometimes "didn't record" all of a sudden. The patient also reported that their right atrial (ra) lead is no longer working. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.